Manufacturer narrative:
Updated fields: d1, d2a, d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve was returned for evaluation: - DHR - lot 7480849, sn (B)(6), conformed to the specifications when released to stock. - failure analysis - the valve was visually inspected; needle hole was observed during irrigation. The valve was flushed per wi-msp204 rev.15, the valve passed the test. No defects were noted. The complaint was unconfirmed. - root cause - at the time of investigation no function issues were noted. The root cause for the issue reported by the customer could be due to after steam sterilization the ruby ball sticks to the ruby seat and potential effects of failure include ¿excessive pressure required to flush the valve pre-procedure ("valve popping")¿as noted in the IFU. And/or the possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve.

Event description:
N/a.

Manufacturer narrative:
Root cause update: the possible root cause for the issue reported by the customer can caused by an excessive flow rate (>0.75 ml/min) activates the siphonguard device and creates the impression that the valve is distally occluded. In reality, flow is being diverted to the high resistance secondary pathway, as noted in the flushing procedure section in the IFU. And/or the possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve as mentionned in the IFU "accumulation of biological matter (i.e. Blood, protein accumulations, tissue fragments, etc.) In the programming mechanism can cause inability of the device to be reprogrammed.

Event description:
N/a.

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2025-00063. A facility reported a hakim valve was implanted on (B)(6) 2025. Cerebrospinal fluid (csf) was not flowing, therefore, it was removed and replaced an (B)(6) 2025. A second valve was implanted on (B)(6) 2025, and the same failure was found, therefore it was explanted on (B)(6) 2024.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.